Event description:
It was reported that ams 800 device was replaced due to unknown reasons on (B)(6) 2018. A new 3.5 cm cuff, control pump, and 61-70 cm pressure regulating balloon were implanted. No patient complications were reported related to this event.

Event description:
It was reported that ams 800 device was replaced due to unknown reasons on (B)(6) 2018. A new 3.5 cm cuff, control pump, and 61-70 cm pressure regulating balloon were implanted. No patient complications were reported related to this event. Additional information received indicated the device was replaced as it had been in situ since 1999 and was due to mechanical failure. The patient experienced recurrence of stress incontinence.